Event description:
It was reported that during a laparoscopic colon procedure, the device ripped when twisting the iris around the wrist. No pt consequences. Case completed with another device of the same product code.